Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Downstream occlusion alarms were confirmed but the device will be recalibrated to ensure expected performance. The device was recalibrated to ensure expected performance.

Event description:
It was reported that a spectrum pump falsely alarmed downstream occlusion. It was also reported that there was no pt injury.